Manufacturer narrative:
A patient's ipg was replaced due to wound dehiscence around the ipg site was reported to abbott. The patient was prescribed antibiotics. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patient experienced wound dehiscence around the ipg site. In turn, ipg was explanted and replaced and the patient was prescribed antibiotics to address the issue.